Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condtion was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device "was making the drill heat up". It was unknown when the alleged malfunction was observed. The reporter clarified that the device was " a lab device and is never used on patients". Therefore, no patient involvement was reported. It was unknown to the reporter if user injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.